Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high thresholds and impedance. The lead remains in use but the patient will be scheduled for lead replacement. No patient complications have been reported as a result of this event.